Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms and elevated threshold measurements greater than 5v. Noise with oversensing was reproducible with isometrics. Ra lead fracture was suspected. Technical services (ts) reviewed troubleshooting options and programming considerations. No adverse patient effects were reported.